Event description:
The customer states that while performing a correlation study between the axsym digoxin ii assay vs. The axsym digoxin iii assay, they noted that pts samples generated on the axsym digoxin iii were higher compared to the axsym digoxin ii. There was no impact to pts management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.